Event description:
Related to MFR report # 2183959-2012-02475. A sparc sling system was implanted to treat for "pelvic organ prolapse and stress urinary incontinence;" the date of implant was not provided. Plaintiff's attorney alleges, "as a result of having the products implanted in her," plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and that damaged nerve endings lead to "neuromas." Also alleged, "plaintiff was caused and in the future will be caused to suffer severe personal injury." "Severe emotional distress," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.